Event description:
It was reported that following an implant procedure, the patient felt numbness in the legs along with aching in the stomach. The patient was sent to the hospital and a magnetic resonance imaging (MRI) was taken. Results showed that an epidural hematoma was the cause of the symptoms. It was also noted that the cause of hematoma was bleeding. The patient was put in surgery and was doing well postoperatively.